Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s) [ ] defect confirmed [x] defect not confirmed. Investigation results: technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. Delivery accuracy tested good. Perform preventive maintenance service including replacing battery.

Event description:
As reported by the user facility: unit reported to be causing inaccurate infusion rates and needing a battery replacement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.